Event description:
Per the clinic, the patient experienced discomfort, pain/non-auditory sensations around the implant and poor device performance since activation which leads to device non-use. It was also reported that, the patient required to undergo multiple MRI procedures. Subsequently, the device was explanted on (B)(6) 2025. There are no plans to reimplant the patient with a new device as of the date of this report.